Event description:
In 2006, the doctor implanted a retro nail system for ankle fusion. Approx one year later, it was noticed via x-rays that the distal locking screw is broken. The pt elected not to have another surgery to remove the screw until further notice.